Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise, oversensing and a high out of range pacing impedance measurement greater than 2,000 ohms. A high out of range pacing impedance measurements greater than 2,000 ohms was also observed on the left ventricular (lv) lead, however, the lead was noted to be programmed lv tip to rv and felt to be originating from the rv lead. All subsequent measurements were noted to be stable and within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.